Event description:
It was reported that the surgeon stimulated one side of the patient's rln and did not receive a response. The surgeon checked tube placement, but still did not receive a response. The surgeon completed the case with another nim without incident. After the incident, the sales rep present in the case checked the complaint device and noticed that the patient interface was loose in the back of the system and connected it. The sales rep then checked the nim with a patient simulator and everything seemed to be working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device was not returned. Device remains in possession of the customer. Device was not returned for evaluation.